Manufacturer narrative:
21-jan-2026: product investigation results: complained product received, user handling was identified as root cause for the complaint.

Event description:
Metal piece at top of electric toothbrush partially broke off/slips off when I brush my teeth, oral-b toothbrush [device breakage]. Case narrative: consumer reported on chat that metal piece at top of electric toothbrush partially broke off, and it slips off when they brush teeth. No injury was reported. 22-dec-2025: suspect product batch/lot no. Updated. No injury was reported. 21-jan-2026: product investigation results: ora-b toothbrush (suspect) was investigated. The driving shaft was broken at notch. Cause of failure was consumer related (effect of force). "No manufacturing cause" and "no design issue" was identified based on investigation. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text: investigation pending.

Event description:
Metal piece at top of electric toothbrush partially broke off/slips off when I brush my teeth - oral-b toothbrush [device breakage] case narrative: consumer reported on chat that metal piece at top of electric toothbrush partially broke off, and it slips off when they brush teeth. No injury was reported.22-dec-2025: suspect product batch/lot no. Updated. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal piece at top of electric toothbrush partially broke off/slips off when I brush my teeth - oral-b toothbrush [device breakage]. Case narrative: consumer reported on chat that metal piece at top of electric toothbrush partially broke off, and it slips off when they brush teeth. No injury was reported.